Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), atrial, right and left ventricular leads were taken out-of-service due to a patient infection. No further adverse patient effects were reported. A request was made for product return.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.